Manufacturer narrative:
Insulin pump received with dog chew marks. Device received with cracked and bleeding glass on lcd board. Device received with broken battery tube threads. Device received with detached end cap. (B)(4).

Event description:
Customer reported via phone call that the dog chewed on the insulin pump. Customer reported the damage was all over the device. Customer's blood glucose was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.